Manufacturer narrative:
During technical onsite visit the field service engineer (fse) completed full system verification to specifications. Fse found the side cuts were smooth and uniform, the reported issue could not be reproduced. The root cause could not be determined conclusively. No technical root cause could be identified according to information regarding technical onsite visit review. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A center director reported a patient with small epithelial defects on the outside edge of the right eye flap. The doctor described the defect as an "epi lip." The case was completed without additional issues. There are multiple related reports for this event. This report addresses the patient initials, (B)(6), right eye, and another manufacturer report will be filed for the other patients.